Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 12/06/2014 with the following findings: two battery compartment cracks were observed during investigation. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. The battery cap was able to secure properly to the pump. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, the keypad was found to be torn. Evaluation revealed ok, down, and up keypad buttons were intermittently responsive; the contrast key was unresponsive. The display screen was dim and discolored. There was evidence of keypad contamination found under all key contacts.